Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5084474) that a female patient of unknown age who underwent an unspecified breast implantation procedure with two 250cc mentor smooth round moderate profile saline breast prostheses, experienced the following, health declined, chronic pain in both breasts that they could not wear a bra, could not sleep and could not lay in certain ways. Patient also reported joint pain, muscle pain, brain fog, memory loss, difficulty concentrating, vertigo, muscle weakness, anxiety, temperature intolerance, sensitivity to sound, hair thinning, slow healing, sinus infections, limb numbness, visual disturbance, decreased libido, sharp pains/pain in breasts, irritable bowel, irritable bladder, fibromyalgia symptoms, chronic fatigue, mood swings, heart palpitations, inflammation, left breast had burning feeling when bending over, skin has aged, thyroid is also off, gained 20 pounds, cannot lose the weight, trouble breathing, felt like someone was pushing down on chest, completely ruined life, chest muscle needed repair and left muscle was torn in four different places. The patient underwent bilateral removal on (B)(6) 2019. Product location was not provided. This medwatch is for 1 of 2 breast prosthesis reported.